Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Additional information was requested but a response has not been received as of the date of this report submission. (B)(4). It is unknown if the reported screw was explanted as part of revision surgery or if the surgeon decided to change screws during an initial surgery. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in indonesia as follows: it was reported that the head of the locking screw broke during removal. The locking screw needed to be removed because the surgeon wanted to change it with another length. The screw and all fragments were removed from the patient. The surgeon inserted a new screw. There was a 10 minute surgical delay due to the reported event. This report is 1 of 1 for (B)(4).